Manufacturer narrative:
Supplemental correction report is being submitted due to receipt of additional information on 26-jun-2024. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental correction report is being submitted due to receipt of additional information on 26-jun-2024. Additional information received 26-jun-2024. Standard list of questions answered 1. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? (B)(4). 2. Was the wire guide lubricated prior to use? No. 3. Was the wire guide inspected for damage prior to use? No. 4. Was the device at the centre of the complaint inspected for damage prior to use? No. 5. If not with the device in question, how was the procedure finished? He change a new stent to complete the procedure. Based on the additional information user error was confirmed. Medical device problem code (annex a) is being updated from a040602 - dent in material to a2303 - improper or incorrect procedure or method.

Event description:
Description of event: the stent cannot be passed the wire guide when the physician used positioning sleeve to straighten the stent prior to the patient contact.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 01 x zebd-7-9 device of lot number c2095017 involved in this complaint was returned for evaluation, opened in the original packaging. With the information provided, a physical examination and document-based investigation was conducted. A still image was received, showing the device within its packaging. Laboratory evaluation: the device related to this complaint underwent a laboratory evaluation. Visual inspection: stent and pigtail straightener returned. Pigtail curl returned in correct orientation. Damage observed on the 3rd and 4th portholes of the tapered end pigtail curl. Functional inspection: 0.035 inch wire guide does not pass the kinks. Manufacturing records review: prior to distribution all zebd-7-9 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for did not reveal any discrepancies that could have contributed to this complaint issue. Based on the information to date, there are no manufacturing issues associated with lot c2095017. Historical data review: the review of relevant manufacturing records confirms the failure mode has previously occurred with this work order. Pr 425941 was raised for the same complaint issue, however, there were no manufacturing discrepancies observed with the lot. A possible root cause was attributed to user technique while straightening the stent that kinked the device and prevented progression of the wire guide. Instructions for use /or label review: the instructions for use, (ifu0045) which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is evidence to suggest the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of user error was identified and can be attributed to the user failing to inspect the device for damage prior to use. As per the additional information received, the user did not inspect the stent and wire guide for damage before use. Therefore, it is possible that the device could have been damaged after opening the package and this caused the inability to advance the wire guide. It is also possible that the user may have caused the kinks during straightening and failed to identify them prior to inserting the wire guide. Input received from the product manager confirmed that a lack of lubrication would affect the interaction between the stent and wireguide. Confirmation of complaint: the complaint is confirmed based on visual and/or functional inspection. Summary of investigation: failure identified: stent cannot pass wire guide. Confirmed quantity of 01 device prior to use. A definitive root cause of user error was identified and can be attributed to the user failing to inspect the device for damage prior to use. As per the additional information received, the user did not inspect the stent and wire guide for damage before use. Therefore, it is possible that the device could have been damaged after opening the package and this caused the inability to advance the wire guide. It is also possible that the user may have caused the kinks during straightening and failed to identify them prior to inserting the wire guide. Input received from the product manager confirmed that a lack of lubrication would affect the interaction between the stent and wireguide. Complaint is confirmed based on visual and/or functional inspection. According to the information reported, the patient did not experience any adverse effects due to this occurrence. This device did not make patient contact. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 15-jan-2025.